Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin infection/irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that an infection causing skin irritation and bubbling at the insertion site had popped and left a dime sized hole, which took a year to heal. In addition the patient was left a scar. While the patient was at a scheduled doctors visit the doctor had looked at the infusion site and there was no diagnoses, treatment or prescription provided.